Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). During preparation, the cine check confirmed the valve was loaded correctly. During the procedure, the ds was inserted through the right common femoral artery and advanced around the aortic arch. The retainer tabs and proximal end of the valve had appeared to be twisted within the capsule. Ds and the valve were removed. A new 27mm navitor vision valve was prepared using a new large flexnav ds and the procedure continued. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The patient was discharged.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of material deformation (valve had appeared to be twisted within the valve capsule) was reported. A returned device inspection, to rule out any device-related causes, could not be performed as the device was not returned for analysis. Information from the field indicated that the valve was loaded correctly. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Images received were reviewed and cause remains unclear. Based on the information received, the cause of the reported incident could not be conclusively determined, possible due to procedural conditions. However, this cannot be confirmed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.